Event description:
It was reported that cardiosave type b plug intra-aortic balloon pump (iabp) shows autofill failure issue. The pim module and safety disk were found contaminated with blood. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: d9, h3, g6.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement reported and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the pim and safety disk were found to be contaminated with blood. They needed to be replaced for further investigation, and after multiple attempts, the customer is not willing to purchase. Should repairs be made in the future, the complaint will be reopened.